Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified a longitudinal tear in the balloon material on the proximal end of the balloon 30mm in length. There were no issues with the markerbands. A visual examination identified no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic arch. A 12.0 x40, 75cm gladiator¿ balloon catheter was advanced for dilatation and was inflated twice at 12 atmospheres for 20 to 30 seconds. However, on the third inflation at 12 atmospheres for 20 to 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 12x40mm gladiator¿ balloon catheter. No patient complications were reported and the patient's status was fine.